Event description:
The article: "two-year outcomes of xen implantation with minimal bleb needling." J curr glaucoma pract 2022; 16 (2):79-83; noted the following events: 61 patients required anti-glaucoma drops and 16 patients experienced high intraocular pressure; at 1 week, 1 patient developed transient uveitis that resolved with topical treatment and 1 patient developed a transient corneal edema that resolved with topical treatment; at 2 weeks, 1 patient experienced erosion of the device through the conjunctiva resulting in glaucoma progression requiring xen removal and trabeculectomy 2 months postoperatively; at 1 month, 1 patient experienced vitreous hemorrhage secondary to posterior vitreous detachment, no treatment was noted and 1 patient developed a transient cystoid macular edema that resolved with topical treatment; at 4 months, 1 patient experienced a twisted xen implant that over 8 months later required replacement surgery with a 2nd xen device; within 6 months, 3 patients required bleb revision with 5-fu; after 12 months, 1 patient required bleb needling. 7 patients with primary closed-angle glaucoma underwent implantation with the xen device. 5 patients were excluded from the final data due to passing away.

Manufacturer narrative:
(B)(4). Implant date: between (B)(6) 2016 and (B)(6) 2017. Article citation: ali, et al. ¿two-year outcomes of xen implantation with minimal bleb needling.¿ journal of current glaucoma practice, vol. 16, no. 2, aug. 2022, pp. 79¿83. Https://doi.org/10.5005/jp-journals-10078-1363. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of exposure, uveitis, glaucoma progression requiring a 2nd surgery, and macular edema are a known potential adverse event addressed in the product labeling.